Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2014, the patient presented with a type b uncomplicated aortic dissection and was treated with two conformable gore¿ tag¿ thoracic endoprosthesis and two gore¿ viabahn¿ endoprostheses (vb) that were implanted in the left subclavian artery (lsa) and the left common carotid artery (lcca) in a chimney procedure. The pre-implantation diameter of the lesion was stated to be 55 mm. On (B)(6) 2020, follow-up CT imaging showed a gutter endoleak along with aneurysm/lesion growth (diameter 69 mm) was identified. On (B)(6) 2020, the following surgical treatment was performed: bypass from the lsa to the lcca; endarterectomy of lcca with pericardpatch angioplasty; oversewing lsa stump and proximal tevar extension. It was stated that the surgery did lead to postoperative acute renal failure identified on (B)(6) 2020. The renal failure was treated with the implantation of a permcath catheter and dialysis on (B)(6) 2020. On (B)(6) 2020, follow-up CT imaging showed that the gutter endoleak persisted and had led to further aneurysm growth (diameter 89 mm). On (B)(6) 2020, an additional surgery was performed that included the following: removal of vb in the lsa; shortening of the vb in the lcca; closure of tear on great curvature of the aortic arch; implantation of additional ctag; ascending and hemi-arch replacement.